Event description:
It was reported that sometime post an ultrasound percutaneous drainage catheter placement, the sure-loktm thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows the clinician holding the catheter in which the locking string was noted to be completely separated from the catheter as the two ends of the string was noted to be hanging down from the catheter. Therefore, the investigation is confirmed for the reported pigtail string complete break issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method) h11: d4(unique identifier (UDI) #), h6(result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound percutaneous drainage catheter placement, the sure-loktm thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.